Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The mega suture cut needle driver instrument was analyzed and found to have a broken grip cable at the distal end. The complaint was confirmed by failure analysis.

Event description:
It was reported that during a da vinci-assisted isolated lysis of adhesions surgical procedure, frayed cables were noted on the mega suture cut needle driver instrument. The procedure was completed. On 30-jan-2025, intuitive surgical, inc. (Isi) received user facility report (B)(4) stating: during robotic surgery mega suture cut needle driver broke inside patient. Surgical team aware. Instrument removed from patient. All fragments accounted for, no other complications, surgery completed.